Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch select simple meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to provide the exact date and time that the subject meter started reading inaccurately but thought that it was "about 15-20 days" prior to contacting lfs, when the patient compared blood glucose results on the subject meter with those obtained on a laboratory device. The reporter claimed that the patient obtaining a fasting blood glucose result of "240 mg/dl" on the subject meter compared to "81 mg/dl" on the laboratory device and a pp result of "481 mg/dl" on the subject meter compared to "170 mg/dl" on the laboratory device. Both comparisons were performed within 10 minutes of each other. The patient administers novorapid insulin, three times per day, to manage his diabetes. The reporter claimed that the patient's doctor had then increased his insulin dose by 8-6 units" of novorapid". The reporter claimed that later on the day that the comparisons were made, the patient developed "symptoms and went unconscious" the reporter claimed that following advice from his doctor, the patient was hospitalized. He reported that blood glucose tests were performed and the patient's results were found to be "low2, but the exact results were not communicated. The reporter claimed that the patient's blood glucose levels had since been stabilized and that he was being discharged from hospital on (B)(6) 2015. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. However, the patient's testing steps were incorrect as he "had applied spirit" before the meter test. Replacement products were sent to the patient.this complaint is being reported because the patient reportedly obtained inaccurate high readings on the subject meter, administered increased medication based on a doctor's advice, and reportedly developed symptoms suggestive of severe hypoglycemia which required hospitalization after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed the performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.